Event description:
The patient experienced elevated blood glucose levels. The patient contacted her physicians office who advised that she seek emergency room treatment. The patient did not go to the emergency room nor receive any medical treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient was ill with a cold and was taking antibiotics. The patient did not receive any medical treatment. The patient has revised her basal insulin delivery rate and has continued to use the pump with no reported subsequent events.